Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported, is not marketed in USA, but devices with similar characteristics (i.e. 01.00013.409 durasul alpha insert neutral ø ii/32) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a metasul, alpha insert, ii/32 on the left side in 2005 (the implantation date was taken as (B)(6) of 2005 as no exact date was mentioned). The patient underwent revision surgery on an unknown date due to metallosis.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: revision surgery due to metal ions detected, metalosis, pain. Review of event description: the metasul alpha insert and the metasul head were revised after approximately 11 years and 7 months in vivo. As reasons for revision, the surgical report mentions increasing pain, elevated cobalt level in blood and signs of a chronic synovitis with metallosis but without significant inflammatory infiltrate discovered after a biopsy. Review of received data: surgical reports: surgical report of implantation dated (B)(6) 2005. Clinical summary: the patient, age (B)(6), was treated at the age of 3 years for streptococcal septic arthritis in the aftermath of a chickenpox. The patient presented side effects at the hip in the form of a deformed femoral head and pain. The imaging found an early osteoarthritis and especially head abnormalities that evoked a secondary necrosis. After attempts of medical treatment the indication for a hip arthroplasty was maintained as the extent of the head necrosis was preventing the consideration of a conservative treatment. Operative report: using a posterolateral approach the hip joint is opened. Posterior capsulotomy is made and the hip is dislocated. The femoral neck is cut 0.5 cm from the trochanter minor. Macroscopically, there are important lesions on the femoral head that will be sent for pathological examination. The acetabulum is exposed and the previous capsulotomy is extended. The acetabulum is dysplastic and overall retroverted. Reamers are used up to diameter 52 and the retroversion of the acetabulum is corrected and prepared to position an implant at 40° inclination and 10° anteversion. The definitive implant is placed and impacted with a good press-fit. Due to the correction of the retroversion, an anterior osteophyte is cut down that could cause a cam-effect. The femur is exposed, prepared with a reamer and then with rasps up to size 5. A test is carried out with a stem size 5 and a medium head. It is observed that placing the prosthesis in the normal axis of the head, at about 40° anteversion, the femoral torsion increases significantly. A stem size 6 is implemented, corrected by approximately 10° of anteversion and tried with a medium size head. There is an elongation effect of 1.5 cm. The stability is satisfactory. The definitive stem size 6 is implanted with a definitive metasul head size m. Washing is performed, a redon-drain is placed in contact with the prosthesis and the wound is closed. Surgical report of revision, dated (B)(6) 2017. Clinical summary: the patient, age (B)(6), was operated in 2005 for a total left hip prosthesis due to a septic arthritis with joint destruction. The development was favorable until the beginning of the year when the patient experienced reappearing pain that was increasingly disabling. The complete assessment did not find any signs in favor of an infection. The scans did not reveal any signs of loosening. A biopsy showed signs of chronic synovitis with metallosis but without significant inflammatory infiltrate. The patient has a slight increase in cobalt level in the blood. The examination revealed a potential allergy to chromium-cobalt. Given the importance of the discomfort and the clinical picture it is decided to perform a revision surgery to change the insert and the head. Operative report: the joint is opened through the old scar. There is no abnormal joint fluid. Synovitis with moderate metallosis deposits is noted. Several samples are taken for pathological and bacteriological examination. The hip prosthesis is dislocated and the head is removed. The stem shows no signs of macromobility. There is a small bone resorption at the level of the calcar and a complementary biopsy is made at this level. The cup is exposed and shows no macroscopic anomaly. There is no anomaly when examining the metallic head and the metasul insert. The insert is removed without difficulty. Abundant washing is performed. A durasul insert and a biolox head size 32m are placed. Testing revealed no particularities. A redon-drain is placed and the wound is closed. Devices analysis: visual examination: the metasul alpha insert shows damage from revision surgery in the form of cuts and scratches. On the anchoring side of the insert, there is a set of indentations from the shell¿s fixation spikes which are enlarged to form a line of approximately 5 mm. On one side of the insert, an area with backside changes can be observed. On the rest of the anchoring surface, the machining marks are still visible. On the articulation side of the insert, the polyethylene rim corresponding to the location of the revision damage shows subsurface cracks. Numerous fine scratches and some coarse scratches are visible on the articulation surface of the metasul inlay. The latter can be attributed to revision surgery. An investigation of the articulation surface of the inlay with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed smeared material on approximately half of the inlay¿s rim. On the articulation surface of the metasul head a partial borderline between the loaded and the unloaded areas is visible. Close to this borderline an area with organic deposits can be seen. In a small region of the head several spots can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al [1]. The head taper is inconspicuous. The articulation surface was investigated under the light microscope (nikon epiphot, eq-ID: wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). As already visible by the naked eye, the borderline between the loaded and the unloaded area is well recognizable. In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. In various regions of the loaded area slight indentations with parallel scratches could be observed. In the unloaded area the original surface state with slightly protruding carbides is still visible. Wear measurement: the wear measurements of the articulation surfaces of the metasul head and metasul alpha insert were carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value for the head is 11.6 m which results in an annual wear rate of 1.0 m. It was not possible to identify a clear wear zone for the metasul inlay and therefore a wear value could not be determined. However, the measured diameter is still in within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found [2]. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing [2]. Conclusion: the metasul alpha insert and the metasul head were revised after approximately 11 years and 7 months in vivo. As reasons for revision the surgical report mentions increasing pain, elevated cobalt level in blood and signs of a chronic synovitis with metallosis but without significant inflammatory infiltrate discovered after a biopsy. During revision surgery synovitis with moderate metallosis deposits was found. Samples were taken and sent to pathological and bacteriological examination but the results that could confirm the metallosis are not at hand. The cobalt level could not be verified against a reference because the value was not reported. On the anchoring side of the metasul alpha insert there is a set of indentations from the shell¿s fixation spikes which are enlarged to form a line of approximately 5 mm. It remains unknown why it came to these enlargements at the position where the antirotational spikes of the shell are normally indented in the polyethylene. The smeared material seen on the metasul inlay¿s rim and the small indentations with parallel scratches observed on the articulation surface of the head could possibly point to a subluxation situation. The appearance of the articulation surfaces does not indicate signs of abnormal wear. The wear measurement did not reveal an elevated wear value for the head. For the metasul inlay a clear wear zone could not be identified but the measured diameter is still within the manufacturing tolerances. Based only on the investigation of the retrievals it remains unknown why it came to the reported reasons for revision mentioned above. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4). [1] kubacki gw, sivan s, gilbert jl, electrosurgery induced damage to ti-6al-4v and cocrmo alloy surfaces in orthopedic implants in vivo and in vitro, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.06.015. [2] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120.

Manufacturer narrative:
Additional information was received on september 28, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul alpha insert ii/32 and the patient underwent revision surgery on (B)(6) 2017 due to pain, metallosis, synovitis, elevated metal ions and dislocation.